Manufacturer narrative:
Continuation of concomitant products: 5076-45 lead implanted: (B)(6) 2017.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient presented with a lead integrity alert for high rate non-sustained (hr-ns) episode and short v-v intervals related to the right ventricular (rv) lead. It was noted that the current electrogram (egm) appeared to show ventricular fibrillation (vf), but no therapies were delivered. Review of the remote transmission confirmed the device miscategorized vf as hr-ns. The vf was observed as a slow vf and thus device did not count up to detection. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.